Manufacturer narrative:
The samples were sent to bci for interferent testing. The interferent testing revealed the sample signal was impacted by an interferent which likely relates to alkaline phosphatase. This interfering compound distinct from heterophile antibodies causes reproducible false positive results. As for heterophile antibodies interference, the results do not correlate with the clinical status of the patient. An interferent is the root cause for this event.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated troponin (accutni) results above the ami cutoff generated by access 2 immunoassay system for five samples from a patient. The results were not reported out of the laboratory. Subsequent testing on an alternate instrument produced similar results, but testing by an alternate method produced results within the normal reference range. There was no report of death, injury, or change to patient treatment attributed or connected to this event.